Event description:
It was reported that a vented paclitaxel set was occluded. The occlusion was reported to have been in the connection between the tubing and the drip chamber. This was identified when the set was being primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received the sample for evaluation. Visual inspection did not reveal the reported condition. The unit was gravity tested. The connection between the tubing and the drip chamber was occluded and the liquid did not pass due to an excess of solvent applied on this junction chamber/tubing. The cause was determined to be due to manual assembly during manufacturing. As part of corrective actions the operators were trained on the insertion requirements on the junctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.